Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion, measuring 30 mm in length with a vessel diameter of 2.75 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation and flushing, the catheter tip was reported to be blocked and could not be flushed, and air could not be discharged. Testing was performed outside the patient, during which the screen was reported to be black, and no image was displayed. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported.